Event description:
ECMO started on a patient using nautilus oxygenator device. When hoses connected to heater, temperature would not stabilize where set at 37 degrees. Warmed to 36.5 which was adequate to maintain minimal desired temperature for this patient. Realized it was an oxygenator that we received a customer notification regarding the water flow restriction. Manufacturer response for oxygenator, long term support greater than 6 hours, mc3 nautilus ECMO oxygenator (per site reporter) we had been alerted and advised to remove the serial numbers from our stock. Unfortunately, this one was in stock in an area it usually isn¿t kept (or). We followed recommendations and monitored pt temp closely and have kept on patient in the meantime as there does not exist a high need to change it out.